Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system flush tube was pinched. Flat wire was found protruding from the delivery system outer shaft. The full delivery system was returned with the device intact in the device cup. There is exposed wire mesh protruding from the outer shaft at 3.2 cm from the distal end of the delivery system. While flushing there is resistance while pushing water into the flush valve due to the flush tube being pinched inside of the handle. The flush tubing is pinched inside of the handle at 9.5 cm, 15.3 cm, 20 cm, and 22.5 cm from the proximal end of the flush port valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implantation of leadless implantable pulse generator (ipg), leakage of saline solution was observed from the delivery system while it was in the locked setting. It was also reported that the saline cup was not filled with the saline solution even though flushing was performed. The delivery system and ipg were discarded and a new leadless ipg was implanted. No patient complications have been reported as a result of this event.